Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
This product has been received for analysis. If analysis is completed, then this report will be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to dislodgement. No additional adverse patient effects were reported.